Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states their blood glucose level had dropped to 32mg/dl. The customer states they passed out and were involved in a car accident. The customer was treated for the lows at the hospital. The customer was driving at the time of accident. The customer states the sensor would alarm for weak signal. The customer was advised to monitor the device and their blood glucose levels.